Event description:
Same case as MFR #6000089-2004-01458, 01460; 6000093-2004-01435, 01434. Clinical study. It was reported that 150 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed in the left anterior descending (lad) artery and the right coronary artery (rca).

Event description:
It was further rpeorted that this device was not used in the initial procedure. Please disregard this MFR. # as this is not a complaint device.